Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-22 h6: investigation summary bd received 1 sample from the customer in support of this evaluation. The customer sample was subjected to functional testing to perform a visual for splatter and the customer's indicated failure mode of splatter was not observed. A review of the device history record was conducted with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to confirm the customer reported failure mode based on customer sample testing results. Based on a review of batch records and, bd was unable to determine a root cause for the customer's issue of splatter. H3 other text : see h10

Event description:
It was reported when using the bd ut-pbbcs 21g 12 pah ce, the device experienced blood splatter / leakage. The following information was provided by the initial reporter. The customer stated: it was reported that blood splatters out from the top of the body of the device. (B)(6)22 I received a call from (omitted) from (B)(6) at the bartow, fl location. She uses the utpbbcs and said that the blood splatters out from the top of the body of the device, even when using in-vein activation. They experience this with all utpbbcs, but used pbbcs in the past and had no issues. Her contact info is (omitted). I spoke with sales rep and explained the situation. He asked that send him the complaint info. He will have his team reach out to the facility and work with them on proper usage of the device.

Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd push button blood collection device, the device experienced blood splatter / leakage. The following information was provided by the initial reporter. The customer stated: it was reported that blood splatters out from the top of the body of the device. (B)(6) 2022 I received a call from (omitted) from baycare at the (B)(6) location. She uses the utpbbcs and said that the blood splatters out from the top of the body of the device, even when using in-vein activation. They experience this with all utpbbcs, but used pbbcs in the past and had no issues. Her contact info is (omitted). I spoke with sales rep and explained the situation. He asked that send him the complaint info. He will have his team reach out to the facility and work with them on proper usage of the device.

Manufacturer narrative:
Additional information was received, the following fields have been updated. B.5. Describe event or problem: it was reported when using the bd ut-pbbcs 21g 12 pah ce, the device experienced blood splatter / leakage. The following information was provided by the initial reporter. The customer stated: it was reported that blood splatters out from the top of the body of the device. 2/2/22 I received a call from (omitted) from baycare at the bartow, fl location. She uses the utpbbcs and said that the blood splatters out from the top of the body of the device, even when using in-vein activation. They experience this with all utpbbcs, but used pbbcs in the past and had no issues. Her contact info is (omitted). I spoke with sales rep and explained the situation. He asked that send him the complaint info. He will have his team reach out to the facility and work with them on proper usage of the device. D2: medical device type: jka. D2: common device name: blood specimen collection device. D.3 medical device manufacturer: becton, dickinson & co., (bd). D.4. Medical device catalog #: 368689. D.4. Medical device expiration date: 2023-02-28. D.4. Medical device lot#:1055588. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton, dickinson & co., (bd). G.4. Date received by manufacturer: 2022-02-22. G.5. PMA / 510(k) #: k212724. G.7. Type of report (manufacturers): follow-up 1. H.4. Device manufacture date: 2021-02-24.

Event description:
It was reported when using the bd ut-pbbcs 21g 12 pah ce, the device experienced blood splatter / leakage. The following information was provided by the initial reporter. The customer stated: it was reported that blood splatters out from the top of the body of the device. 2/2/22 I received a call from (omitted) from baycare at the bartow, fl location. She uses the utpbbcs and said that the blood splatters out from the top of the body of the device, even when using in-vein activation. They experience this with all utpbbcs, but used pbbcs in the past and had no issues. Her contact info is (omitted). I spoke with sales rep and explained the situation. He asked that send him the complaint info. He will have his team reach out to the facility and work with them on proper usage of the device.